Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 06/30/2020. An empty opened foil and a used needle-suture of product was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appear to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a general external shut abdomen procedure on (B)(6) 2020 and a barbed suture was used. During the procedure, the fixation feature had been broken when it was opened. Changed another one to complete surgery. There were no adverse patient consequences. No additional information could be provided.